Manufacturer narrative:
Evaluation:visual inspection of the lens showed evidence of surgical residue and no visible damage.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and was stuck in the injector. The lens was implanted and there was no patient injury. The facility stated an aq cartridge, lot# 1190921 was used. The model and lot number of the injector were not provided by the facility.